Event description:
The customer reported the pk cutting forceps failed upon initial use. A similar model generator and hand piece were used to complete the operation. There was no patient harm or user injury reported due to the event. The medwatch report with patient identifier (B)(6) is the first occurrence. The medwatch report with patient identifier (B)(6) is the second occurrence.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The mentioned that the device was connected to the esg-400 and after two activations, the unit stopped outputting energy and failed to cut tissue. Another pk-c f0533 was used; however, the issue persisted. A ¿re-grasp¿ error was displayed and different esg-400 was attempted with no success. The devices were discarded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: likely a result from the distal tips coming in contact with each other causing the re-grasp feature to appear on the generator. A definitive root cause cannot be identified. This issue is covered in the instructions for use: ·"if forceps jaws come in contact with each other when the power is activated, instrument will short out and the generator display will show ¿re-grasp¿. Release the forceps jaws so they are not in contact with each other and the device will become operational." Olympus will continue to monitor the field performance of this device.